Event description:
On (B)(6) 2025, patient had placement of an implant expander and alloderm sling. On (B)(6) 2025, patient returned for a planned staged reconstruction for autologous fat grafting of the irradiated right breast implant area. Then on (B)(6) 2025, the patient messaged surgeon that she felt her right-side expander was leaking and felt it appeared not as firm. On (B)(6) 2025, patient to the operating room for removal of a ruptured right breast tissue expander and placement of new right breast tissue expander and alloderm sling. The expander appeared to have delamination along the right lateral border of the reinforcement panel for the port, it was a small pin hole delamination. The implant was completely removed and a new tissue expander was placed. The breast tissue expander rep. The surgeon reported the product was saved and given to the rep.